Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an unexpected restart alarm. There was a crack on the lower right of the display and the reservoir window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and no unexpected error alarm noted. Unit had cracked case at display window corner, minor scratched display window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.